Manufacturer narrative:
(B)(4).

Event description:
The clinic was notified of backup mode via home monitoring on (B)(6) 2017. The patient was brought into the clinic on (B)(6) 2017, the device was reinitialized. The device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were inspected. The inspection revealed that the device switched into the safety backup mode on april 06, 2017 as a result of the detection of invalid memory content. The data from the follow up after reinitialization showed that the device was operating as expected. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. The activation of the safety backup mode does not indicate a material or manufacturing problem. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data revealed that the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The data from the follow up after reinitialization documented a normal device behavior.